Event description:
It was reported that when the patient attempted to bolus via his infusion device, he found his device was turned off, but it did not provide him with an error or alert message before turning off. He changed the battery in the device and it then displayed e8 (power interrupt). He was unable to clear the message because the check button would not function. His blood glucose level was elevated to 17 mmol/l. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).